Event description:
Surgeon using electrosurgical unit during closed lap hernia procedure. Md used foot switch to "coag" bleeder, but the electrosurgical unit cut instead. Case moved to an open procedure. Pt outcome good. Upon investigation, it was discovered that rn in surgery borrowed foot switch from bard 5000 esu. When foot switch was used to "coag" it cut instead. MFR notified that components are incompatable, but they were interchangeable. The components fit together without any problems, and the operator was unaware that the components are incompatible.